Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Device data showed the device's power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No patient adverse effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Device data showed the device's power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. It is unknown if this device will be returned to boston scientific for analysis.